Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that both a right atrial (ra) lead and a right ventricular (rv) lead were placed during an initial implant procedure. Once connected to the device, the ra lead dislodged and exhibited high thresholds. In addition, the rv lead exhibited t-wave oversensing (twos). The ra lead was repositioned and the rv lead was reprogrammed; both leads remain in use. No patient complications have been reported as a result of this event.